Event description:
The customer reported false negative antibody screens while performing validation testing on their new ortho provue analyzer. The customer indicated that the five samples were repeated in manual gel method using the same lot of gel cards and screening cells and positive reactions were observed. No erroneous results were reported. The customer indicated that the antibody screen testing was performed in 2008. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
The customer was validating (not test of record) and requested service in 2008. An ocd field engineer visited the site and performed reader camera and gripper adjustments and created a new reference image to return the analyzer to expected operation. This customer has not logged any complaints against this analyzer since this incident.